Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir was leaking and there were air bubbles underneath the o-rings. Customer's blood glucose was 13.3 mmol/l. Customer changed the reservoir and resolved the issue. Customer will not be returning the reservoir for analysis.